Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis, fibrin in the pd catheter (not a fresenius product) and drain complications. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient¿s peritonitis was diagnosed prior to hospitalization. It was stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which grew the bacteria streptococcus gordonii. The patient was treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The cause of the peritonitis was not clearly established. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.